Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced variable glucose control with inconsistent meal timing and exercise, announced only breakfast meals, and used the pause feature for extended periods due to concern about insulin delivery on resume; oral glucose was taken to address low glucose, and the event was coded as involving insufficient information regarding a device problem and device component. Symptoms included hypoglycemia and hyperglycemia. Outcomes included an unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component were recorded as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.